Event description:
It was reported that during an endoscopic retrograde cholangiopancreatography (ercp) procedure, stent deployment difficulties occurred. The target lesion was in the common bile duct. A biliary stent 10fr/5cm had been advanced to treat the target lesion. While attempting to deploy the stent, the inner catheter seemed "stuck" and the stent was "very difficult" to deploy. While releasing the stent, the catheter "stretched." The stent was able to be deployed and the procedure completed with this device. There were no pt complications reported with the pt's current condition listed as "fine."